Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer reported possible occluded reservoir that he could not fill with insulin. The customer was advised to return product for analysis.